Event description:
Patient tested on the suspect device with an inr result of 4.5. The lab inr was 2.75. Controls and precision are in range. The sample may have been drawn against labeling. The device was replaced and requested to be returned for evaluation.